Manufacturer narrative:
Updated section h6 (investigation findings) and h6 (investigations conclusions). Based on further engineering investigation, there are manufacturing controls to avoid potential causes related to the reported malfunction. Correction: as per further review the event description was reworded to; as reported, before use in patient with this disposable pressure transducer, incorrect pressure values were displayed and the connections were found to be loose. The values could be deemed inaccurate based on other vital signs and patient condition, however no further details were available. The patient was not treated according to the wrong values displayed. Arterial pressure waveform was correct. There was no allegation of patient injury. The information was inadvertently omitted from the earlier report but it does not change the event, outcome, or conclusions previously submitted.

Event description:
As reported, before use in patient with this disposable pressure transducer, it was found, due to the incorrect pressure values displayed, that the connections were loose. Arterial pressure waveform was correct. There was no allegation of patient injury.

Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. It was further informed that the device was not available for evaluation since it was discarded at hospital. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.